Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that when they lie on their side at night "it hurts" and "the pacemaker moves". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.